Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt received a shock due to overcounting. Boston scientific technical services (ts) reviewed the strips that were provided by the field rep. It was observed that the rhythm changed from normal positive qrs complexes to a completely different morphology with negative qrs defections and larger st-t wave segments. The device was able to filter out the larger t-waves until the rate got fast enough that the device could not identify the alternating intervals. It was noted that the physician thought the rhythm was a slow ventricular tachycardia (vt) and the shock did convert it. Potential programming changes were reviewed. Additional info was received that no programming changes were made and the pt was going to be scheduled for a vt ablation. There were no adverse pt effects.